Event description:
As reported by an affiliate, during a procedure, a savvy balloon separated from the balloon catheter when the physician attempted to remove the balloon over a .018 roadrunner wire. The balloon catheter was removed from the body. Then, the physician was able to successfully remove the wire and balloon at the same time and no remnants of the balloon remained in the patient. There was no report of patient injury. The product was inspected and prepped per IFU instructions. Initially, approach was made from the left groin with a 6f crossover sheath. There was no difficulty advancing the device towards the target lesion. No excessive force was used to maneuver the device. The balloon was inflated slowly due to calcium within the vessel without difficulty. Resistance was met while withdrawing the device. The balloon separated from the catheter. The catheter came out but the balloon remained behind in the vessel, caught in the lesion. The balloon was not caught in the deployed stent. The malfunction occurred post inflation in the right anterior tibial, once the balloon was deflated. The target lesion was described as calcified.

Manufacturer narrative:
Additional information will be submitted within 30 days.

Manufacturer narrative:
Complaint conclusion: as reported by an affiliate, following stent placement in a calcified right anterior tibial artery, a savvy balloon separated from the balloon catheter when the physician attempted to remove the balloon over a .018 roadrunner wire. There was no report of patient injury. Approach was made from the left groin with a 6f crossover sheath. There was no difficulty advancing the device towards the target lesion. No excessive force was used to maneuver the device. The balloon was inflated without difficulty, but slowly, due to calcium within the vessel. Once the balloon was deflated, resistance was met while withdrawing the device and the balloon separated from the catheter. The catheter was removed but the balloon remained behind in the vessel, caught in the lesion. The balloon was not caught in the deployed stent. The physician was able to successfully remove the wire and balloon at the same time and no remnants of the balloon remained in the patient. The product was inspected and prepped per IFU instructions. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the device the reported "balloon - separated" and "withdrawal difficulty - from vessel" could not be confirmed. Based on the information available, there are vessel characteristics (calcification) that may have contributed to the difficulties experienced by the customer. Neither the DHR nor the information available for review suggests that the separation and withdrawal difficulty could be related to the manufacturing process of the device; therefore, no corrective action will be taken.